Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with pacing inhibition due noise on rv and ra leads. Noise was reproducible with isometrics. Programming changes were made. Later, rv lead was capped and replaced. The ra lead remains implanted and in use. The patient was stable post-procedure.